Manufacturer narrative:
E1 - address 1:(B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was displayed due to a malfunction in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope image not displayed. The issue was found during inspection for use of the device. There were no reports of patient harm.